Event description:
Container being removed for disposal and employee was stuck by a protruding needle. Collector was only half full. Stick was more of a scratch to the hand, but did draw blood. Penetration of needle was in the middle of collector near the label which resulted in a split of the plastic. Employee grabbed collector by the sides and not by the handles. Employee was sent to doctor for baseline testing. Account beleives that the needle that penetrated the collector was a bicarbonate needle.